Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs trial system which included percutaneous trial leads on (B)(6)2009. During the lead implant, the pt reportedly felt no stimulation once the leads were placed. A diagnostic impedance check was performed and found the lead impedances were high. The physician repositioned the lead, however, the impedances remained high. The lead was left in place and the pt was moved to the recovery room. Later, the impedances were checked a third time but the high impedances had not changed. The physician took the pt back into the operating room and surgically repositioned one of the leads. The pt was able to get the appropriate stimulation with the trial system at that time. The lead (lot number not provided) was not returned to the MFR for analysis. F/u on the pt found no further issues reported.